Event description:
It was reported, the pt was not receiving stimulation. The pt reported, he had fallen several times. The sjm representative met with the pt and determined the pt's lead had several invalid contacts, and two contacts with low impedance. The system was reprogrammed avoiding the suspect contacts and the pt received coverage. Follow up regarding the issue determined the pt still had coverage and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.